Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) developed atrophy, leading to a surgical intervention. During the procedure, all aus components were removed and replaced. No additional information was reported.